Event description:
It was reported that an unspecified malfunction alarm occurred intermittently. The customer reverted to manual insulin injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.